Manufacturer narrative:
Unit received with blank display and overheating battery tube / battery due to lcd board shorting out to positive side of the battery tube. Unable to perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display anomaly. Unit received with minor scratched lcd window.

Event description:
The customer reported that the insulin pump's display was blank. The customer reported changing the battery, but the display did not return. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was still unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.